Manufacturer narrative:
This is the same event and patient referenced in MFR report #2647876-2022-00174. Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a vial was contaminated with staph epidermidis. The customer reports a strangely high number of blood cultures positive for s. Epidermidis, who are oxacillin resistance in isolation which is an unusual antibiogram. Erroneous results were reported to the clinician, and the patient was treated based on the erroneous results. The patient expired 21 days later, but there is no indication that the bd product caused or contributed to the patient death. The following information was provided by the initial reporter, translated from french: in the last week, we have observed a strangely high number of blood cultures positive to lactobacillus paracasei (all with the same antibiogram), and aerobic bottles with s epidermidis oxa r in isolation (= unusual antibiogram) additional information received on 01/aug/2022: cause of death: persistence of a biological inflammatory syndrome, fever with hypotension on july 14, unilateral cervical contracture without meningeal stiffness; death observed a few hours after this note. Change in treatment of patient who expired happened on 26/6, then he died on (B)(6) the patient who expired was 64 years old, reason for hospital admission: deterioration of general condition and shock (cardiogenic + suspected septic), tazocin on admission, switch vancomycin + clamoxyl + fluconazole. There is no link between the patient's death and the diagnostic error.

Event description:
Report 1 of 2. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a vial was contaminated with staph epidermidis. The customer reports a strangely high number of blood cultures positive for s. Epidermidis, who are oxacillin resistance in isolation which is an unusual antibiogram. Erroneous results were reported to the clinician, and the patient was treated based on the erroneous results. The patient expired 21 days later, but there is no indication that the bd product caused or contributed to the patient death. The following information was provided by the initial reporter, translated from french: in the last week, we have observed a strangely high number of blood cultures positive to lactobacillus paracasei (all with the same antibiogram), and aerobic bottles with s epidermidis oxa r in isolation (= unusual antibiogram). Additional information received on 01/aug/2022: cause of death: persistence of a biological inflammatory syndrome, fever with hypotension on july 14, unilateral cervical contracture without meningeal stiffness; death observed a few hours after this note change in treatment of patient who expired happened on (B)(6), then he died on (B)(6) the patient who expired was 64 years old, reason for hospital admission: deterioration of general condition and shock (cardiogenic + suspected septic), tazocin on admission, switch vancomycin + clamoxyl + fluconazole. There is no link between the patient's death and the diagnostic error.

Manufacturer narrative:
H.6 investigation summary: catalog 442023, batch no. 2033614. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.